Event description:
It was reported by repair work order that the customer alleged that the brakes were not engaging. Upon inspection of the unit by the service technician, it was confirmed that the brakes would not stay engaged due to malfunctioned brake cams.

Manufacturer narrative:
Brake cams.